Event description:
It was reported that a pt (gender, age and weight unk) was experiencing pain and had developed edema from a vaxcel pasv PICC which was implanted for therapeutic purposes. At the time of the incident, both pipercillin and solumedrol were being infused through the catheter. During flushing, the catheter leaked and the treatment was discontinued after a small hole was found. The pt was given an aqua k pad for comfort. Although attempts were made to obtain additional details, there is no further info regarding this event. It should also be noted that bsc did not receive this info until 12/11/07. In addition, this report will also address the FDA letter dated 6/26/07 that was also received by bsc on 12/11/07 accompanying a user medwatch report.

Manufacturer narrative:
The device is expected to be returned to the MFR, but has not yet been received. Once the product is returned, an eval as well as a device history report will be forwarded in a supplemental MFR's report. Per the complainant "the pt was complaining of pain from the PICC line, a 5 fr double lumen catheter. Edema was noted to be in right upper arm at approx 5 inches. Both pioercillin and solumedrol were infusing through the catheter at the time of the incident. The PICC line was discontinued after a small hole was found. The catheter leaked at the hole when it was flushed. An aqua-k pad was applied to the arm for comfort." We have contacted the hosp for the device return. However, the device has not been returned to our facility for eval yet. The device was removed from the pt after a small hole was found on it. There have been no related design changes, changes to the sterilization cycle, or modifications that could be attributed to this event. The product has been tested and currently has a 2 yr shelf life. There are no power sources required with this device as it is a "peripherally inserted central catheter". The boston scientific risk mgmt system contains a classification for expected occurrence of each anticipated failure mode. The risk mgmt document was reviewed for this particular failure mode. A search for similar complaints was also conducted from the timeframe of sep 2006 - nov 2007. There were 31 other reported complaints within this timeframe for the failure mode of hole distal to suture wing. When compared to the number of units sold for the same time period, the failure rate is within the anticipated occurrence rate for this failure mode for the 15 month interval noted above. Please reference table 1 under question 7 for additional details on the related complaints. The failure rate for this failure mode was determined through cinical experience with similar marketed products and simulated use product testing. We have asked the hosp, but unfortunately, the info concerning the pt, including age, sex and medical history was not provided by the hosp. The device has not been returned for eval yet. Therefore, we are not able to conduct a complete investigation.